Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported positioning failure associated with leaflet capture and grasping appears to be related to patient conditions and due to small size of the posterior leaflet. Image resolution poor is related to patient and procedural conditions associated with imaging being challenging due to patient conditions and shadowing of the first implanted clip. A cause for the reported difficult to open or close associated with a single gripper actuation issue, however, cannot be determined. Unspecified tissue injury (chordal rupture) appears to be due to the procedural circumstances associated with multiple leaflet grasping and capture attempts. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging during the procedure and the patient had a thin/thick posterior leaflet, a small posterior leaflet in the commissure, an enlarged atrium, and a rotated heart. An ntw clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an nt clip (30728r1107) was inserted and advanced into the left ventricle (lv). However, the posterior leaflet was difficult to grasp and capture. After multiple attempts, a chordal rupture was observed. The physician also noted one of the grippers was no longer working. Therefore, the clip was removed and replaced with an ntw clip (31030r1001). The clip was inserted and advanced into the lv. However, this also experience difficulties grasping and capturing the leaflets. After several attempts to capture, the clip was noticed to be stuck on the anterior leaflet. The physician suspected that one of the grippers was no longer functioning as the gripper remained raised. The gripper line was also no longer attached. Troubleshooting was performed, but the clip was unable to be freed. Therefore, the clip was deployed only on the anterior leaflet. No additional clips were implanted, and mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the returned device analysis confirmed the single gripper actuation issue. The reported positioning failure-leaflet grasping-clip not implanted, image resolution poor, and positioning failure-leaflet capture-clip not implanted could not be replicated in a testing environment as they were related to patient or procedural/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported positioning failure associated with leaflet capture and grasping appears to be related to patient conditions and due to a small posterior leaflet, enlarged atrium and a rotated heart. Image resolution poor is related to patient and procedural conditions associated with imaging being challenging due to patient conditions and shadowing of the first implanted clip. A cause for the reported difficult to open or close associated with a single gripper actuation issue, however, cannot be determined. Unspecified tissue injury (chordal rupture) appears to be due to the procedural circumstances associated with multiple leaflet grasping and capture attempts. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.